Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the performance verification test was performed, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting tha the v60 ventilator displayed a (vent-inop): pressure regulation high error message. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a (vent-inop): pressure regulation high error message. The customer had previously repaired the device, and reported that error codes 1009, and 1205 were observed in the event log. The customer reported that during the evaluation of the device, it was observed that the tubing was reversed from the flow sensor assembly and gas outlet port to the proximal. The customer swapped the tubing properly, and the issue was resolved. The rse advised the customer to perform a full performance verification test. If additional information becomes available a follow up submission will be completed.